Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. There was no adverse impact to the customer¿s blood glucose level.